Event description:
It was reported via facility medwatch# 5101717 that removal difficulties were encountered. The target lesion was located in the right coronary artery (rca). During a case involving a 3.00mm x 20mm emerge balloon catheter, the balloon became stuck in the rca and multiple unsuccessful removal attempts were made. The physician consulted with surgery to be on standby so that enough pressure could be applied to remove the balloon. During removal, a portion of the device remained in the patient. No patient complications were reported.